Manufacturer narrative:
Additional information was received that the cause of the infection could not be gathered from the physician. No further information can be obtained.

Event description:
A report was received that the entire system was explanted from the patient due to an infection. The physician indicated the infection is not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model sc-8216-70 serial: (B)(4), description: artisan surgical lead, 70cm model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm; model: sc-3138-25, serial: (B)(4), description: scs phiii ext 25cm model: sc-1132 serial: (B)(4) description: precision spectra implantable pulse generator; model: sc-8352-70, serial: unknown, description: coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn by the facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the entire system was explanted from the patient due to an infection. The physician indicated the infection is not device related.